Event description:
It was reported that, during a total shoulder arthroplasty, the tip of two (2) glenoid ream bit l fractured off when the surgeon was reaming the glenoid. The procedure was resumed, after a non-significant delay, with the same device (when the second reamer fractured). The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed the instruments had some signs of wear consistent with normal use of the device. This included nicks and scratches along the reamer bit cutting edges, and scratches wrapping along the reamer bit shaft. The complaint alleges that the tips glenoid reamer bits were fractured off when the surgeon was reaming the glenoid. Visual evaluation did not identify signs of a fracture on the devices. A functional evaluation performed on the device revealed the ball joints on each device were jammed and unable to move freely. The devices are unable to be taken apart so an internal fracture cannot be determined at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.